Event description:
The reporter states that he obtained a 400 "something" (mg/dl) and 100+ (mg/dl) blood glucose comparison on the accu-chek compact meter. The results were obtained within a 10 min timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.